Event description:
Customer complained that a part of the bed has broken.

Manufacturer narrative:
The technician determined that the foot stirrups of the calf supports malfunctioned. The technician replaced the split pin and tested the equipment. The technician resolved the issue and the equipment performed within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.